Event description:
It was reported that they thought the pump malfunctioned. The patient heard an audible pump alarm. The patient¿s catheter slipped out of the intrathecal (it) space ¿or some other issue,¿ so the patient received a new pump and catheter. It was also noted that "or maybe the catheter issue occurred after the pump replacement." The pump system was being used to infuse an unknown medication at the time of the event, but the therapy was noted as intrathecal baclofen (itb). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the pump was used to infuse gablofen. The patient had an appointment (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0177999r, implanted: (B)(6) 2001, product type: catheter. (B)(4).